Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the lead dislocated. Placement difficulties were encountered during the revision procedure and the lead could not be repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.